Event description:
It was reported that the user disconnected the ilet to shower and remained disconnected overnight, resulting in elevated blood glucose readings when the system was reconnected. Education and troubleshooting were provided regarding not disconnecting the infusion set for extended periods. Symptoms included hyperglycemia peaking at 356 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user¿s partner and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage issue related to not reconnecting to the ilet in a timely manner. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.